Event description:
The consumer reported that when she laid down she could feel a vibration like stimulation was on. The patient stated that her stimulator should not be on. The patient was not able to connect to the implant with the programmer, poor communication was reported. The indication for use was spinal pain.